Event description:
On (B)(6) 2019, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter was unable to give exact values. This complaint is being ruled out as a reportable event due to the following conclusion: lifescan cannot confirm any inaccuracy from the data provided. The lifescan meter readings were not provided. There was no indication that the product caused or contributed to an adverse event.